Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, the insulation peeled off the device; no part of the coating detached into the patient. The procedure was completed with another leveen needle electrode. The account reported that the electrode was being used with a metal needle guide manufactured by toshiba. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.